Event description:
Customer reports system would not fluoro during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system, but could not duplicate the reported problem.